Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2023. Additional suspect medical device component involved in the event: product family: scs-linear leads.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate stimulation resulting in pain and discomfort. Therefore, the patient was hospitalized and underwent a lead revision procedure during which an implantable pulse generator (ipg) and two leads were implanted. Nothing was explanted, as the existing leads were repositioned. There were no reported complications postoperatively and the patient was expected to fully recover.